Manufacturer narrative:
Please note that this complaint was received from an FDA notification of related report mw5175973. Information such as the catalog, lot, site, and event date were not provided. Complaint conclusion: as reported, in a procedure which used an unknown aviator plus percutaneous transluminal angioplasty (pta) balloon catheter and a 9-7x40 non-cordis stent, a perforation was observed in the post-stent angiogram which required and additional stent being placed. An angiogram was not performed after pre-dilation; therefore, it is unknown whether the perforation is related to the unknown aviator plus balloon dilation or the non-cordis stent placement. Additional information is unavailable. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, procedural films, and based on the nature of the event, the reported customer complaint " perforation" could not be evaluated. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported perforation experienced. However, patient/procedural factors are possible. Vascular complications such as perforation is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. Although the cause of perforation is unknown and a definitive root cause could not be conclusively determined, patient history, clinical status, comorbidities, and pharmacological factors may have been possible contributing factors for the patient¿s outcome. Without the return of the device for analysis or procedural films, no determination of possible product contributing factors could be made. No preventative or corrective actions will be taken at this time.

Event description:
As reported, in a procedure which used an unknown aviator plus percutaneous transluminal angioplasty (pta) balloon catheter and a 9-7x40 non-cordis stent, a perforation was observed in the post-stent angiogram which required and additional stent being placed. An angiogram was not performed after pre-dilation; therefore, it is unknown whether the perforation is related to the unknown aviator plus balloon dilation or the non-cordis stent placement. Additional information is unavailable. The device will not be returned.